Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noted a dent in the iol after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. The pt's outcome was excellent.